Event description:
It was reported that pacing lead impedance had increased significantly in 2011. However, (B)(6) has been stable. X-ray exam was inconclusive. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.